Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("device migration/ migration of essure device location of device: not in the proper position per hsg") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included estradiol, linaclotide (linzess), omeprazole (prilosec) and zolpidem tartrate (ambien). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2014, the patient had essure inserted. In december 2014, the patient experienced menorrhagia ("heavy prolonged periods"), pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2015, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), weight increased ("weight gain"), anaemia ("anemia"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, abdominal pain lower, abdominal distension, weight increased, menorrhagia, anaemia, pelvic pain, vaginal haemorrhage, dyspareunia, fatigue and irritable bowel syndrome outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in 2015: migration of essure device, perforation (fallopian the coils were not in the correct position and that the procedure was not effective, the coils had perforated. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device , device breakage, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, weight gain, ibs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("device migration/ migration of essure device location of device: not in the proper position per hsg") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included estradiol, linaclotide (linzess), omeprazole (prilosec) and zolpidem tartrate (ambien). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy prolonged periods"), pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and unevaluable event ("ibs"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), weight increased ("weight gain"), anaemia ("anemia"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, abdominal pain lower, abdominal distension, weight increased, menorrhagia, anaemia, pelvic pain, vaginal haemorrhage, dyspareunia, fatigue and unevaluable event outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, unevaluable event, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in 2015: migration of essure device, perforation (fallopian the coils were not in the correct position and that the procedure was not effective, the coils had perforated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('device migration/ migration of essure device location of device: not in the proper position per hsg') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis noninfective and ovarian cyst. *the coils were not in the correct position and that the procedure was not effective, the coils had perforated. Concurrent conditions included body mass index normal. Concomitant products included estradiol, linaclotide (linzess), macrogol 3350 (miralax) from 2011 to 2014, omeprazole (prilosec) and zolpidem tartrate (ambien). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy prolonged periods"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), anaemia ("anemia") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, abdominal pain lower, abdominal distension, weight increased, menorrhagia, anaemia, pelvic pain, vaginal haemorrhage, dyspareunia, fatigue, irritable bowel syndrome and dysmenorrhoea outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: they told me I had a perforated fallopian tube, and it looked like a piece of the essure device was missing.; in 2015: results: migration of essure device, perforation (fallopian).. Batch number: a73748 manufacture date: 2012-11, expiration date:2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('device migration/ migration of essure device location of device: not in the proper position per hsg') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis noninfective and ovarian cyst. *the coils were not in the correct position and that the procedure was not effective, the coils had perforated. Concurrent conditions included body mass index normal. Concomitant products included estradiol, linaclotide (linzess), macrogol 3350 (miralax) from 2011 to 2014, omeprazole (prilosec) and zolpidem tartrate (ambien). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy prolonged periods"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), anaemia ("anemia") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, abdominal pain lower, abdominal distension, weight increased, menorrhagia, anaemia, pelvic pain, vaginal haemorrhage, dyspareunia, fatigue, irritable bowel syndrome and dysmenorrhoea outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: they told me I had a perforated fallopian tube, and it looked like a piece of the essure device was missing.; in 2015: results: migration of essure device, perforation (fallopian). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : lot number added. Following event was added : dysmenorrhea(cramping).medical history added.concomitant product added. Reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") and device dislocation ("device migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), weight increased ("weight gain"), menorrhagia ("heavy prolonged periods"), anaemia ("anemia") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, abdominal pain lower, abdominal distension, migraine, weight increased, menorrhagia, anaemia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, device dislocation, menorrhagia, migraine, pelvic pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.